Event description:
It was reported that this unit will not turn on. Note: no indication from reporter of pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user to the MFR's facility. Evaluation of the device confirmed the customer's complaint that the device will not turn on. A supplemental MDR will indicate the conclusions reached. The investigation of this device was not complete at the time of the initial MDR filing.